Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported via complaint submission tool that nursing staff, emailed sales rep after the case, to inform that during an acl reconstruction procedure, an intrafix family sheath inserter broke during use. The complaint device was received and evaluated. The visual inspections confirm that the tip of inserter was broken. In addition, the device was in worn condition and indicate heavy use. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to exerting too much pressure on the device while using or dropping the device on the ground. However, this cannot be conclusive determined. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is unknown.

Event description:
It was reported via complaint submission tool that nursing staff, emailed sales rep after the case, to inform that during an acl reconstruction procedure, an intrafix family sheath inserter broke during use. A similar instrument available on the shelf was opened and used to complete procedure with a surgical delay of 5 minutes. No patient consequences reported.